Manufacturer narrative:
DHR review and review of complaint history were not performed based on the low severity of this complaint. A detailed analysis of software logs was performed and it showed that the controller staubli might not shut down correctly and could not be restarted when the user launched the registration. The main assumption is a known software anomaly. The problem was solved after the power of the robot was turned off and on again and the controller was able to perform a complete restart.

Event description:
At 4:49 pm, the robot shut down when trying to connect for about 30 seconds after pressing the 'markers' button to begin bone fiducial registration. After restarting the robot, it wouldn¿t turn on twice ¿ it wasn¿t getting power, but finally the third time it turned on, and everything was fine once it continued.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
At 4:49 pm, the robot shut down when trying to connect for about 30 seconds after pressing the "markers" button to begin bone fiducial registration. After restarting the robot, it wouldn¿t turn on twice ¿ it wasn¿t getting power, but finally the third time it turned on, and everything was fine once it continued.